Manufacturer narrative:
This report is for an unk - constructs: plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: synthes employee. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing fixation of pelvic and acetabular fractures. Failed treatment or reconstruction of acetabular or other pelvic fractures has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 1 patient had subsequent surgery after the index surgery. 2 patients had nonunion within 12 months post-surgery. 1 patient had malunion within 12 months post-surgery. This is for depuy synthes spring plates. A copy of the clinical evaluation form is being submitted with this regulatory report. This is report 03 of 03 of (B)(4).